Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver pairing test: passed. Receiver functional test: passed. Receiver download retrieved and attached: passed. No data was observed within the investigation window the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.